Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had unresponsive white screen during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump is unresponsive with white screen" was reproduced through visual review. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the processor pcb. The processor pcb is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted